Event description:
It was reported that tandem mobi cartridge alarm occurred during cartridge load process while customer followed on-screen instructions in mobile app. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed cartridge alarm, instructed caller to remove cartridge, deliver 9-unit bolus with warning that insulin on board would be affected, and then reload original cartridge, and caller successfully completed bolus, reloaded cartridge, and resumed insulin therapy, resolving issue.